Event description:
At a subsequent follow-up, (B)(6) 2010, the capture threshold had increased. Under x-ray, the lead appeared to be dislodged. The physician decided to turn the rv pacing off. Drug therapy was optimized to prevent the heart failure.

Event description:
During a follow-up, diaphragmatic stimulation, high impedance and no ventricular capture were observed. In 2009, an x-ray revealed slight movement of lead into the rv. Eco excluded pericardial effusion. However, the problem of loss of capture and stimulation remained. The physician decided to maintain the stimulation programmed on lv only, because measurements on the rv lead were still acceptable. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.